Manufacturer narrative:
Concomitant medical product: product ID: ,lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving clonidine concentration 50 mcg/ml, dose of 13.3 mcg/day; hydromorphone concentration 2000 mcg/ml, dose 531.6 mcg/day; droperidol concentration 40 mcg/ml, dose 10.6 mcg/day; bupivacaine concentration 10 mcg/ml, dose 2.7 mcg/day; baclofen concentration 100 mcg/ml, dose 26.6 mcg/day for non malignant pain and chronic low back pain. It was reported that a pump revision was completed on (B)(6) 2021 due to catheter being kinked. The patient "twiddled and flipped his pump around." The hcp stated that patient complained of not getting adequate pain relief. The hcp asked for confirmation in calculating new catheter length and volume. It was mentioned that technical service reviewed this information along with programming new catheter information. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. A pump revision and a catheter replacement occurred on (B)(6) 2021 due to the catheter been kinked.